Manufacturer narrative:
The complaint device was returned for evaluation. The device was visually inspected and confirmed the customer complaint during interior inspection. Functional testing was performed on the device and the receiver failed. Review of the diagnostic charts found issues related to the customer complaint. The complaint of permanent out of range was confirmed and the root cause was determined to be a bad solder.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.